Manufacturer narrative:
Qc was performed before and after the event. The unit was performing within specifications with respect to controls and reproducibility. A field service engineer (fse) was dispatched and serviced the instrument on three subsequent days (03/23, 03/24, and 03/25). Multiple parts were replaced, including hgb cuvette holder assay, fluid detector 1, fluid valve-sol 1. The fse back flushed the needle/probe aspiration lines from aspiration pump assay. The front blood detector, blood detector 3, analyzer microcontroller card and communication interface card were replaced. Intermittent vent line sensor error were also addressed. Instrument operation was verified. A clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneous low hemoglobin (hgb) result generated by the coulter lh 750 analyzer on a patient seen in the emergency room without instrument generated flags. The result was reported out of the lab and questioned. The patient was redrawn and hgb result obtained was higher. An amended report was sent out for the hgb and the red cell indices. Based on available information, the original specimen was repeated later and recovered the higher correct hgb result, but instrument printouts were not supplied. There was no death or injury or effect to patient treatment associated with this event.